Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The numbers were ramping up on their own when the customer had completed a bolus wizard event. The customer's blood glucose was 21 mmol/l. The discontinuation of the device was advised. Nothing further was reported.